Event description:
It was reported that during a total gastrectomy procedure, the intraluminal stapler did not cut; the donuts did not form properly. The firing was on the esophagus. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: how was it confirmed that the anvil was secured to the trocar? They heard de "click" and saw the orange line completely before to attachment. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Such as crunch. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? At the middle to gap setting. What was the appearance of the breakaway washer? Completely. Were staples observed in the tissue? No. What was the appearance of the donuts? No completely. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.